Event description:
It was reported that this lead required repositioning several days after implant due to high pacing thresholds. An x-ray was performed, and a micro dislodgement was suspected. The lead was successfully repositioned, and remains in- service. No additional adverse patient effects were reported.